Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). 3x delivery accuracy of 125ml/hr and 25ml checked in spec of 11 minutes 9.8 seconds to 12 minutes 18 seconds (or -2.5 to +7.5%): 1st test: 11 minutes 21 seconds or 106% of expected accuracy, 2nd test: 11 minutes 23 seconds or 106% of expected accuracy, 3rd test: 11 minutes 23 seconds or 106% of expected accuracy. Performed preventive maintenance service including technical safety check. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: received customer concern reported, "pump not calibrating , over infusion." No injuries reported at this time and undetermined if pump was in use on patient at time of incident.